Event description:
Revision knee surgery. Patient revised due to aseptic loosening. Products have been discarded.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: complaint investigation identified that insufficient information had been provided to verify the reported incident. Manufacturing record review and a review of our complaints database identified no issues reported previously with products from the respective lots. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.